Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker replaced the device's a04 therapy pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the replaced a04 therapy pcb at the product analysis center (pac) and the reported issue was able be verified and duplicated. The root cause of the reported issue was determined to be the capacitor c160. The a04 therapy pcb was archived by stryker.

Event description:
The customer contacted stryker to report that their device's logged an event code in the device's memory. The event code logged in the device's memory can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device's logged an event code in the device's memory. The event code logged in the device's memory can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.